Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-sep-2026, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 21-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead migration. A loss of therapy, return of pain and pain at the ins site were mentioned. Patient came to the clinic due to discomfort around ins as well as therapy not working as good as it used to. Hcp checked incision which was normal. Had an xray taken and found leads had migrated down a couple vertebra levels from implant. Impedances were checked and all impedances were found to be within normal range. Physician discussed options of having leads revised as well as having a consult with neurosurgeon regarding paddle implant. Pt is going to see neurosurgeon. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.